Manufacturer narrative:
D9/h3 ¿ although the device was returned for evaluation, it was not returned for this event. The customer was able to resolve this event during troubleshooting with tac. During troubleshooting with olympus technical assistance center (tac), it was determined that the exam button was lit. The user turned off the exam on button, which allowed the user to configure the device. During follow up with the reporter, it was reported that the issue with the device had not been resolved. The customer sent in the device for evaluation for an unrelated failure. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus technical assistance center (tac), users were unable to access the configuration items, the options were greyed out during preparation for use for an unknown procedure. The procedure did not have to be completed with another device. There were no other device connected to the subject device at the time of the event. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the exam button being lit could not be identified. However, when the user turned off the exam button the device was able to be configured. Olympus will continue to monitor field performance for this device.